Event description:
It was reported that during a percutaneous coronary intervention procedure, a broken guide wire was noted during unpacking. The lesion being treated was located in the left circumflex artery. When the package for this 182cm choice guide wire was opened, the device was noted to be broken. The procedure was completed with another choice guide wire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the device found the distal tip kinked/bent 1cm from the tip. The wire was not fractured. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was further reported that the wire broke approximately 2mm from the distal end. The wire broke into two pieces.

Event description:
It was further reported that the wire broke approximately 2mm from the distal end. The wire broke into two pieces.